Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 585 mg/dl at the time of incident and the current blood glucose level was 235 mg/dl. Customer¿s other blood glucose value was 110 mg/dl. The customer was assisted with troubleshooting. The customer was treated for high blood glucose level. The customer stated that the symptoms related to high blood glucose such as nausea. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did allege insulin pump was under delivering because they checked hourly and the sugar was not lowering. Customer was unable to describe any possible damage to the drive support cap. Customer stated insulin exited at the quick release. The insulin pump and reservoir will not be returned for analysis.